Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2021-04632.

Event description:
A health professional reported that a cartridge presented with a crack. The timing of the event and patient impact are unknown. Additional information has been requested.

Event description:
New information received from the customer stating the surgery was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., and h.10. The company iii (d) cartridge was not returned for evaluation, a photo was provided. The cartridge tip is not in focus. A line is observed, which may be crack along the top center of the nozzle and the tip. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported damage could not be determined. The company iii (d) cartridge was not returned for evaluation. No determination could be made from the provided photo because the tip and nozzle were not in focus. A line was observed, which may be crack along the top center of the nozzle and the tip. The line on the top of the nozzle is in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. Associated products were not provided. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).